Manufacturer narrative:
(B)(4) the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Related manufacturer reference: 3005188751-2016-00053, 3008452825-2016-00105, 2030404-2016-00034, 3005188751-2016-00054 following a cardiac catheter ablation procedure, a pericardial effusion was noted. The patient complained of feeling unwell in recovery. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device.